Event description:
It was reported that during a phacoemulsification and intraocular lens (iol) implantation procedure, an issue was reported with the preloaded monofocal iol. When the surgeon implanted the iol into the eye, one of the haptics was not connected anymore as it had already snapped before the lens exited the injector. The lens was removed from the patient¿s eye by cutting it, and a new lens was implanted. This extended the surgeon's operating time. The customer reported that although the surgery was ultimately completed successfully, the issue had still posed a threat to the surgical outcome and patient safety. The device was not retained for analysis. Through follow up we learned the actual operating times of the surgeon (case start 09:37, case finished 10:23). This was the knife-to-wound hydration time and we were advised that this was not a hard cataract. The ophthalmology team leader present in theatre for the procedure said she would estimate that half of the time spent was for the lens removal and reinsertion. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it has been discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.